Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient contacted technical services to report that she had received a card in the post about her implanted device. Until this time, the patient states she had no knowledge that she had had stent grafts implanted in her, neither did she know that follow up was needed for them. Patient reported that she had been treated already for an endoleak that has occurred and is scheduled for the repair of another endoleak with a different physician to the original physician who implanted the device. Patient states that she had symptoms that "kept me in bed" since approximately 4 years post index procedure and this led to the endoleak repair. According to the implanting physician, the patient was lost to follow up. A CT had revealed that the aneurysm was getting larger and the patient was referred to another facility to treat what may have been a type ii endoleak. The implanting physician has not seen the patient since that time and therefore cannot provide any information regarding the alleged new endoleak. No other clinical sequelae were reported.

Manufacturer narrative:
Additional information: the patient phoned technical services to question whether endoleaks noted post implantation of the stent grafts could be related to having stent grafts upgrade. If information is provided in the future, a supplemental report will be issued.